Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported on behalf of the customer who indicated blue fibers were discovered intraoperatively during an unknown number of procedures. There was no information indicating the fibers were removed during the same session. There was no known harm to the patients. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This is the first complaint for the custom pak finish goods lot and the first complaint reported for this issue. A review of the device history record (DHR) indicates the order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection was unable to be performed. The exact source of the blue fibers reported in the customer's complaint is unknown. A review of the components in the customer¿s pack was conducted to see if other components in the pack could be releasing the blue fibers. Without a sample, it is impossible to isolate the root cause; however, possible root causes could be an error made during the custom pak assembly process and an error made during the manufacturing process of one of the component suppliers. Warehouse operations states that product shall be stored in containers that are closed to the warehouse environment in order to prevent mix-ups and to prevent product from being coated with dust or otherwise soiled. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. (B)(4).